Event description:
Medtronic legal received information regarding that insulin pump's retainer ring and locking mechanism was defective from the attorney of the family. The information received on (B)(6) 2021. Attorney reporter alleges that in (B)(6) 2017, insulin pump malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer from hypoglycemia and to fall and hit their head, resulting in a laceration of head, which required emergency medical treatment. In or around (B)(6) 2019, insulin pump again malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer from vomiting , abdominal pain, diabetic ketoacidosis, coronary artery disease, acute kidney injury, and metabolic encephalopathy, which required emergency medical treatment and hospitalization for six days. Medtronic minimed model 670g insulin pump over and under-delivered insulin, was replaced by defendants after (B)(6) 2019 hospitalization. They also had mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath from the malfunction events.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report was incomplete. The complete information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had malfunctioned and failed to deliver the appropriate amount of insulin. Customer reported that the under delivery of insulin led to the customer experiencing hypoglycemic event resulting in them falling and hitting her head. Customer also reported that her insulin pump malfunctioned again leading to complications due to which they were hospitalized again. It is unknown if the automode feature was in use at the time of the event. Customer reported that the retainer ring and locking mechanism were defective. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery analysis test. No over delivery anomaly or under delivery anomaly noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the device daily history screen. No bolus anomaly noted. Device uploaded properly using carelink. The device was received with the new style all black retainer still attached to the pump case. No detached or missing retainer noted. Device had minor scratched display window, scratched case, broken battery tube threads, cracked case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On july 01, 2019, the customer alleged for hospitalized high blood glucose, diabetic ketoacidosis, insulin pump over delivery, insulin pump under delivery and defect on the retainer ring and locking mechanism. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No over delivery anomaly or under delivery anomaly noted. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the insulin pmps daily history screen. No bolus anomaly noted. Thus and carelink software were utilized and downloaded trace/history files properly. In further full review of the insulin pump history there is no unexpected alarms/suspends. Data analysis: the formatted history file lists data from 11/21/2020 to 06/24/2021. There was no data listed for july 01, 2019. (11/22/2020 to 11/28/2020 for event date). 11/22/2020 daily total of bolus insulin delivered = 15.7, 11/23/2020 daily total of bolus insulin delivered = 18.6, 11/24/2020 daily total of bolus insulin delivered = 18, 11/25/2020 daily total of bolus insulin delivered = 26.6, 11/26/2020 daily total of bolus insulin delivered = 14.9, 11/27/2020 daily total of bolus insulin delivered = 11.8, 11/28/2020 daily total of bolus insulin delivered = 15.7. The device was received with the new style all black retainer still attached to the pump case. No detached or missing retainer noted. Device had minor scratched display window, scratched case, broken battery tube threads, cracked case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, insulin pump passed all required testing. Unable to verify customer complaint for diabetic ketoacidosis and high blood glucose. Customer alleged for the insulin pump over and under delivery was not confirmed. Customer alleged not confirmed for defect on the retainer ring and locking mechanism. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.